Event description:
As reported by the end user, during a percutaneous transluminal angioplasty procedure a balloon burst 8 psi. The balloon was successfully removed from the pt and the procedure was completed with another new of the same device without further complications. There was no harm to the pt due to this incident.

Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to the manufacture for eval; however, to date the device has yet to be received. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).